Event description:
It was reported that there was issue with technical error indicating on/off switch error, internal temperature high alarm and liquids spilled into the ventilator. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by field service engineer. During on-site visit o2 gas module was found defective. Dried deposits and liquids were found inside the ventilator. It was not clarified which exact part was contaminated. The customer has not approved the quotation. The device was repaired by customer themselves and no more information was provided. The device's logs were not provided for further analysis. Liquids or corrosive substances entering the ventilator may cause failures or short circuits, potentially leading to improper operation of the device. It is therefore recommended to replace all components that have been in contact with liquid to prevent performance problems. Our servo ventilators fulfill the standards of ip21. Circumstances about the source and kind of the liquid are unknown. The user is obliged to follow the environmental and cleaning recommendations in applicable user¿s manual. The gas module regulates the inspiratory gas flow and a faulty gas module may affect the delivered volume or gas mixture (o2/air). Reported technical error indicates on/off switch error. The on/off switch is neither in on or off position during more than 3 seconds. If there is a negative signal from one of the pressure sensors in gas module, it will incorrectly look like there is a gap/break in the switch and technical error indicating on/off switch error will be generated. Internal temperature high alarm indicates that the temperature inside the ventilator is too high. The cause of the claimed issues in this customer product complaint has been determined. The issues were related to liquid spilled into the ventilator and o2 gas module. The UDI information is not available since the device was manufactured before the implementation of UDI in manufacturing on 2015-10-22.